Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow up, a programmer overestimation was suspected during the previous follow up. Technical support reviewed the session records which indicated the battery depletion curve looked normal. However, the programmer may have overestimated the remaining battery longevity during interrogation. The device was explanted and replaced. The patient was stable.